Event description:
The customer contacted stryker to report that there were 2 event codes logged in their device's memory. The first event code is related to a failure of the device to deliver defibrillation energy. The second event code is related to the device delivering a monophasic shock instead of a biphasic shock. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issues. Stryker replaced the device's therapy pcb assembly to resolve the reported issues. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.